Event description:
The surgeon did a breast localization with ultrasound. The tip of the percuguide localization needle harpoon was projected immediately behind and below the nodule. The pt went to the o.r. Shortly after the localizaton. At surgery, removal of the left breast lesions was in the o.r. The doctor noted that a portion of the lower part of the localization needle was not intact in the tissue removed and could not locate the harpoon end. Following this, a series of films were taken with mobile and fluoroscopy x-ray equipment at the time of surgery to locate the missing localization needle. From the radiology reports, it was noted that the lower segment of the localization needle was located in the left chest wall between the 8th and 9th ribs. The pt had a pneumothorax, collapse consolidation, and a drainage tube. The films were sent to the thorax surgeon for consultation. The last CT films and report indicated that the chest was cleared. It was decided to leave the localization needle in the chest. In discussing this with the doctor, it is unclear as to why the needle went into the chest cavity. Doctor indicated that the pt complained to the o.r. Nurse and anesthesiologist that the pt had pain in chest prior to surgery, but the doctor was not informed of this. The doctor is wondering if the localization needle moved into the chest cavity prior to surgery. Also, it is possible the localization needle was cut and the harpoon end was pushed into the chest cavity. The territory mgr reviewed with the technologists, surgeons, and radiologist their procedure in inserting and placing the localization needle. The surgeons had breast needle localization and interpretation training in the u.s. It was also noted that they were not using the plastic clip to assist in holding the needle from advancing forward. Tape was the only method used to hold the distal end to the chest wall. This will be corrected and there will be more caution to secure the needle from moving.